Event description:
The pt was admitted for a procedure in 2008 with 90% lesion in the right coronary artery and the posterior descending branch. The lesion was de novo and diffused. The vessel was noted to be calcified and tortuous. Initially, a guiding catheter was engaged to the target vessel and four stents (cypher and taxus stents - details unk) were implanted, overlapping each other. There was an untreated lesion left at the distal end of the target lesion, therefore, the physician opened up the package of a 2.5 x 13mm cypher stent. At this point the physician confirmed that the shaft was slightly curved, a little proximal to the guidewire exit port. Nevertheless, the cypher was delivered to the target lesion, however, the balloon would not inflate at all. Therefore, the physician withdrew the cypher from the pt, and found a kink 30cm from the distal tip on the shaft. There was no leakage of the shaft confirmed. The procedure was completed with a new cypher. There was no pt injury reported.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.